Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscal repair surgery, the fast fix failed to anchor. One anchor was left behind in the patients joint unsupported. The procedure was completed with a back up device with no significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: one 72202468 fast-fix 360 curved needle delivery system device intended for treatment but was not returned for evaluation. Without product conclusions were limited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Instruction for use documentation contains instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) incomplete needle penetration through meniscus. 3) difficulty with reaching the desired tissue location. 4) entanglement with other instruments or devices. 5) inadequate tissue conditions. 6) incomplete needle penetration through meniscus per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ a three year complaint history review for the lot number reported, indicated similar allegations. Lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.